Manufacturer narrative:
The reported event was for infection. As received, a partial distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. The lead failed in hi-pot test due to procedural damage at the middle region. Visual inspection of the lead found damages consistent with procedural damage. Additional finding not related to the reported event: an external insulation abrasion was found distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis. Wear problem.